Manufacturer narrative:
Two (2) photographs of the 14f isleeve introducer sheath were received and analyzed by a boston scientific laboratory technician. The photographs showed the 14f isleeve introducer sheath with an expanded seam, tip split, and atypical tip damage. The expanded seam and tip split at the seam line are not considered damage as the seams and tip are designed to expand with use to allow passage of a delivery system and balloon aortic valvuloplasty (bav) balloon catheter during the procedure. In addition to the expected seam expansion and tip split, the tip was damaged in an atypical manner. Analysis of the photographic images confirmed the reported atypical device tip damage.

Event description:
It was reported that device tip damage occurred. Procedure summary: a 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. At the conclusion of the procedure when the 14f isleeve introducer sheath was removed a tear at the tip of the device was identified with a partially detached flap. Patient status no patient complications were reported.

Event description:
It was reported that an atypical tip split occurred. A 14f isleeve introducer sheath was used during a transcatheter aortic valve replacement (tavr) procedure. An acurate neo2 ds was advanced through the 14f isleeve introducer sheath. An acurate neo2 valve was successfully implanted. At the conclusion of the procedure, the 14f isleeve introducer sheath was removed and it was identified that the tip of the 14f isleeve introducer sheath had split in an atypical manner with a partially detached flap visible. No patient complications were reported.